Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/8/2024, it was reported by a sales representative via email that the wire from an ar-8973ds fibulock implant system would not advance. Upon examination of both wires, it was discovered that the tips were rounded rather than sharp. The case was completed by opening a new ar-8973ds fibulock implant system. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.